Manufacturer narrative:
(B)(4).

Event description:
Procedure: nephrectomy. According to the reporter: there was a fail in the equipment. The problem was identified as the tweezers stopped to work. It was not possible to conclude the procedure. To continue the procedure, the physician used a shears and hook (in the conventional bistoury). Operative time was extended more than one hour as a result. The pt is well and without health damage.